Manufacturer narrative:
Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits and no closure separation was observed. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was stopper creep out or loose closure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during the identification of the sample, the cap of the tube popped off and the filled tube opened. No exposure or medical interventions needed."